Event description:
It was reported that 16 bd luer-lok¿ syringes had foreign matter in them. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "our customer is reporting dirty parts, scratched parts and number fading on parts. ¿ what is the total quantity of affected product? 29 pieces. ¿ was there any patient involvement? No. ¿ if yes, was there any adverse event or serious injury reported? N/a. Could you please provide quantity affected by each issue: -dirty: 16. -scratch: 8. -number fade: 5. - when was the date of occurrence? The issues were reported to us on aug 21."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Twenty-nine samples were received by bd for evaluation. A quality engineer was able to review the samples of a syringe 3ml ll bns from lot #1323453 regarding item #301073. It was reported by the customer that there are dirty parts, scratched parts and number fading on parts. Two syringes were found to have a minor mark on the barrel less than 1/8¿ that do not affect form, fit, or function; therefore, they were acceptable per product specification. Twelve syringes were found to have two or more contact ink marks on the barrel collar. Six syringes were observed to have severe exterior damage. Most of the print was still present on the syringe. One syringe was observed to have a severe scrape on the non-scale marking area of the barrel extending almost the length of the barrel. Three syringes have discoloration in the barrel with two brown & the other black consistent with embedded foreign matter. One syringe was observed to have missing print more than 50% of the barrel. One syringe was observed to have missing print on greater than 50% of the ¿b¿ on the bd logo. Three syringes were observed to have illegible print on the bd logo and multiple contact print marks on the non-scale marking print area of the barrel. The observed conditions were non-conforming per product specification. Production databases and technician logs were reviewed as part of this investigation with no relevant notes or defects found. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter is associated with the assembly process. Potential root cause for the syringe with the severe scrape on the barrel is associated with the assembly process. Potential root causes for the scale marking defects and exterior damage are associated with the marking process. A quality alert communicating the complaint defects will be distributed to manufacturing. Completed: 02/2023 a device history record review was completed for provided batch number 1323453. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.